Event description:
Procedure: nephrectomy. According to the rptr: the stapler cut but the staples did not form correctly. A clip applier was used to control the bleeding. Blood loss was reported as more than 250cc. Or time was delayed approx 20 mins.